Manufacturer narrative:
Device is a combination product. (B)(4). Device evaluated by MFR: the complaint device was not received for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Event description:
It was reported that stent damaged occurred. Vascular access was obtained via the femoral artery. The 87%, 15x3.4mm, eccentric, restenosed target lesion containing a lesion bend of between >45 and <90 degrees was located in the severely tortuous and moderately calcified distal right coronary artery (rca). Predilation was performed using a 3.0x12mm balloon catheter. Following predilation, residual stenosis was 81%. A 3.50 x 16 synergy¿ drug eluting stent (des) was advanced however crossing difficulties were encountered. The device was removed and it was noted that the tip of the stent was deformed. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable.